Event description:
It was reported that patient underwent total hip arthroplasty on unknown date. During the procedure, the central screw of the trial liner fractured. Pieces of the liner had to be removed from the patient's wound.

Manufacturer narrative:
Event date unknown. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.